Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failure analysis did not replicate nor confirm the customer-reported complaint. The instrument was placed and driven on an in-house system. The part was returned with a reported complaint that does not affect functionality. No damage was found and no product issue was identified. The instrument was placed and driven on an in-house system showing 0 uses remaining. The instrument passed recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. Grips open and close properly. The instrument passed the energy delivery test with no sparks during performance.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic (neck anastomosis) surgical procedure, the maryland bipolar forceps (mbf) instrument sparked from the tip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury. The procedure was completed robotically with the same da vinci system. No fragment fell inside the patient.